Event description:
The physician reported the patient was treated with the encore system on 11/16/2023. The initial treatment went well, however the incision was later noted to be "oozing". A negative culture was reported.

Event description:
The physician reported the patient was treated with the encore system on (B)(6) 2023. The initial treatment went well, however the incision was later noted to be "oozing". A negative culture was reported. The patient later returned to the clinic and on (B)(6) 2024 and the device was explanted without issue. The tissue culture was positive and identified as kliebsiella aerogens.